Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 305u25 tissue valve (B)(6) 2007; 407645 implantable pacing lead (B)(6) 2009.

Event description:
It was reported by the patient¿s family member that the patient felt pain in the right arm and pain above and below the pacemaker device area. They were afraid the patient pulled a lead out. The clinic confirmed that the patient was unable to be seen on that day and was advised to go to the emergency room. The patient has not had any contact since that time. No additional information was available. The right atrial (ra) and right ventricular (rv) leads remains in use. No patient complications have been reported as a result of this event.